Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion behavior. A decrease of approximately two years in the estimated battery longevity was observed during a follow-up visit. Enginering analysis of latitude (remote monitoring system) data confirmed premature battery depletion. Due to this anomaly, a technical services consultant recommended device replacement. This device currently remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion behavior. A decrease of approximately two years in the estimated battery longevity was observed during a follow-up visit. Enginering analysis of latitude (remote monitoring system) data confirmed premature battery depletion. Due to this anomaly, a technical services consultant recommended device replacement. Additional information: this device was explanted and replaced. No additional adverse patient effects were reported. A good faith effort will be submitted to the field to obtain product return.

Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion behavior. A decrease of approximately two years in the estimated battery longevity was observed during a follow-up visit. Engineering analysis of latitude (remote monitoring system) data confirmed premature battery depletion. Due to this anomaly, a technical services consultant recommended device replacement. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.